Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that premature end of the implantable neurostimulator (ins). The device was not recharged. The issue was identified due to end of stimulation. It was unknown if any diagnostics or troubleshooting was performed. The ins was replaced and the issue was resolved at the time of this report. The patient was alive with no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the ins was overdischarged, the amount of times was unknown. The physician did not try to recharge the ins.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.